Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9604) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that samples were not available for return. One photograph was received that showed a separation; however, no additional detail could be determined. The tubing sets were manufactured in august 2007 and april 2008 on an automated assembly machine. The tubing sets were assembled prior to reworking of sets from the machine was eliminated and maintenance coverage for the machines was increased. These sets were manufactured with non-dehp tubing. The tubing has been switched to dehp as of september 2008. At this time, a root cause could not be determined. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The facility reported to smiths medical international that the tubing of the set severed from the stopcock. The sample was unavailable for return. There was no pt injury or treatment reported with this event.